Event description:
The customer reported that during a routine check, they were unable to adjust the inflation/deflation timing while in use on a pt. The pt was switched to another unit and therapy was continued. No pt injury was reported.